Manufacturer narrative:
An authorized service provider (asp) evaluated the device and discovered that the navigation wheel was not responding when checking the volume and brightness level. The asp found that the front bezel was damaged and therefore replaced the front bezel to resolve the issue. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 indicating that the navigation wheel was not responding when checking the volume and brightness level. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The device was previously sent to bench repair. An authorized service provider (asp) evaluated the device and also found that the navigation wheel was not responding when checking the volume and brightness level. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).